Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient in cardiac arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient, however it took 30 minutes for the replacement to arrive. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.